Manufacturer narrative:
The customer did not supply any patient demographic information such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess the instrument's performance. The fse discovered that aspirate probe #2 was not properly aspirating from the reaction vessels (rvs). This was leaving unbound analyte in the rvs which could lead to either erroneously elevated results (for sandwich assays) or erroneously low results (for competitive assays). The fse replaced the aspirate probe peristaltic pump tubing. Verification testing such as a volume check test, system check, high sensitivity system check and assay quality controls (qc) all passed within published performance specification once the repairs were complete. In conclusion, a hardware malfunction of the aspirate probe peristaltic pump tubing was the cause of the failing qc and questioned patient results in this event.

Event description:
The customer reported obtaining failing quality controls (qc) and higher than expected patient results for an unknown number of patients in regards to multiple assays on the laboratory's unicel dxi 600 immunoassay system serial number (B)(4). After obtaining the questioned qc and patient results the customer performed routine maintenance on the instrument including replacing the wash collar valve and aspirate probes. As further troubleshooting the customer performed a system check which failed the washed %cv (co-efficient of variation) parameter. The customer then visually inspected and primed the system; no issues were noted. Another system check was performed which again failed the washed %cv parameter as well as the washed mean parameter. There were patient results released from the laboratory during the timeframe of this event. There was no report of change to or impact to patient treatment in conjunction with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer laboratory to assess the instrument's performance.